Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during an unknown procedure, the clips were twisting when deployed on arteries and ducts. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded. (B)(04).